Event description:
It was reported that this patient was admitted to the hospital after they had a syncopial episode in a coffee shop, and upon interrogation found that the device had reverted to operation in safety core. It was unknown if the device operation in safety mode was related to the patient symptom of syncope. An emergent replacement was performed, and subsequently the device was explanted and replaced. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.